Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy/tubal - "(B)(6) was removing filshie clips through the trocar when the distal tip of the trocar cracked/broke. (B)(6) then proceeded to remove the trocar from the abdomen. When doing so the cracked/broken tip fell off into the patient. Surgeon then removed broken pieces from the patient. " type of intervention- "pieces of trocar had to be removed laparoscopically." Patient status - "stable."

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.